Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 500-550 mg/dl. Bg level was corrected by a correction injection via manual insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer reverted to an alternative method of insulin therapy.